Event description:
It was reported that pump displayed malfunction code and caller did not note any events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was part of field correction, obtained fault information, and guided caller through reset process; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged these instructions.